Event description:
The customer reported thyroid stimulating hormone (tsh) calibration failure involving access 2 immunoassay system. During investigation, it was discovered the customer had incorrectly unloaded the tsh reagent pack from the carousel. The customer indicated to have accidentally unloaded the reagent pack through the software and did not physically remove the reagent pack from the carousel. Beckman coulter customer technical support (cts) advised the customer to remove the reagent pack and load a new tsh reagent pack. The customer performed calibration, and it passed successfully. Patient samples analysis were not involved. There was no patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone, and the customer did not question system performance. (B)(4). The cause of the incident is due to operator error.